Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly fractured with one arm in left pulmonary artery. It was further reported that the filter tip was allegedly embedded and was heavily calcified. Reportedly, the filter was removed with forceps and fragment with snare. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported detachment and malposition of device could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly fractured with one arm in left pulmonary artery. It was further reported that the filter tip was allegedly embedded and was heavily calcified. Reportedly, the filter was removed with forceps and fragment with snare. The current status of the patient is unknown.

Manufacturer narrative:
H11: this supplemental MDR is being submitted to report that MFR rpt# 2020394-2024-01940 was a duplicate record and was opened in error. The event details are being captured under complaint file #(B)(4) and was reported to the FDA under MFR rpt# 2020394-2024-01792. G3 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly fractured with one arm in left pulmonary artery. It was further reported that the filter tip was allegedly embedded and was heavily calcified. Reportedly, the filter was removed with forceps and fragment with snare. The current status of the patient is unknown.